Event description:
A customer reported encountering an unspecified reading issue with the adc device. The customer reported receiving a "wrong reading" and experienced symptoms of hypoglycemia, seizure, and loss of consciousness, causing them to fall down. The customer was seen by a healthcare professional who administered glucagon for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is per the customer's report of "3 weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Meter mbmb026-j1615 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an unspecified reading issue with the adc device. The customer reported receiving a "wrong reading" and experienced symptoms of hypoglycemia, seizure, and loss of consciousness, causing them to fall down. The customer was seen by a healthcare professional who administered glucagon for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.